Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory due to review of device image. A longevity calculation was performed and found that the battery depletion was premature based on the device usage. Further analysis could not be performed at this time per legal hold.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Patient was stable post-procedure.